Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report two adverse events. On (B)(6) 2017 customer had an emergency room visit. On (B)(6) 2017 customer had a high blood glucose reading of 328 mg/dl. The customer's blood glucose reading was 484 mg/dl at time of emergency room visit, but was 280 mg/dl during the call. Customer was treated with humalog and was released. The customer was wearing device at time of admission. The cause was due to diabetic ketoacidosis. Customer stated that he did not think adverse event was caused by medtronic devices, but caused by the insulin. Nothing was replaced or returned.